Event description:
A dr called to report that he had a pt who had splashed cidex plus solution in the eyes. He had the pt flush their eyes with water for 15 minutes and thought the pt had a chemical burn in their eyes. Co was unable to obtain further info regarding the event.